Event description:
The customer reported multiple issue during opcheck.

Manufacturer narrative:
The device was evaluated at philips and the issue was verified. The device would hang during the opcheck. Philips replaced the processor pca which resolved the reported issue.